Manufacturer narrative:
The device has yet to be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that after cleaning with enziqure enzymatic detergent, the evis exera lll colonovideoscope had persistent microbial contamination after several treatments. The olympus scope was sent to an independent laboratory for culture testing. The device tested positive for 6 colony forming units (cfus) after 48 hours, and 10 cfus after seven days, of enterococcus faecium and enterococcus hirae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Additional information was received from the user about the event. Please reference b5 for additional information. This report is being supplemented to provide additional information based on the customer's provided cleaning disinfection and sanitization (cds) practices and third party hygiene microbiological investigation (hmi) results. A device check was completed prior to the procedure. Pre-cleaning was performed immediately after the prior patient's procedure. Water was aspirated through the instrument and suction channels with a suction pump until the liquid became clear. Aspiration was done in both the 1st and 2nd position of the suction valve. The air/water channel was flushed with water and air using a mh-948 cleaning brush. The auxiliary water channel was flushed with water. Manual cleaning was performed and the subject device was leak tested in accordance with the device instructions for use (IFU). All reprocessing accessories were use in accordance with the device IFU and were without defect. The instrument / suction channel, suction cylinder, and instrument channel port were brushed. An unknown detergent was aspirated through the instrument/suction channel and a brush was inserted into the instrument channel from the suction cylinder. The flushed air/water channel, instrument / suction channel, and auxiliary channel were inspected. The endoscope was dried with all removable parts detached and stored for a minimum of 8 hours prior to the next procedure. According to the customer olympus provided reprocessing training on a unknown date. The scope was treated twice with enzycure prior to receiving their positive culture results. Periodic testing of the scope is performed a minimum of once a year. Olympus culture tested the subject device after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was received from the user. The procedure was completed without issue, using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: -leakage from insertion section; -light guide lens cracked; -lens glue worn out; -distal end cap cover scratched/dented; -bending section rubber glue peeled off; -universal cord wrinkled; -insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.